Event description:
It was reported to philips that the system's monitor produced visible smoke and a burning smell. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned/non-emergency treatment. The procedure was completed by using another system. It was reported to philips that monitor started smoking and had a burning smell. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that smoke was coming from inside of the main interface monitor, confirming that the system is old and had original monitor. To resolve the issue, the fse replaced the monitor. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.